Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: loose/stent dislodgement. It was reported that the 3.5 x 11 mm vision stent implant was loose and dislodged off of the stent delivery system (sds) balloon during preparation of the device. There was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood visible. There was crystallized contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible between the markers. There was no damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.